Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had insulin over infusion set. The customer stated that the reservoir was not showing the same amount of insulin as shown on the status screen. The customer stated that they delivered a bolus prior to anomaly. The customer also reported that the insulin pump over delivered which caused them low blood glucose. The customer's blood glucose was 6.3 mmol/l at the time of incident. The customer's blood glucose was 6.3 mmol/l at the time of call. The customer performed troubleshooting. The customer performed displacement test and self test and the insulin pump passed. The customer also reported that they had high blood glucose of 24.5 mmol/l. The insulin pump will not be returned for analysis.